Event description:
After 10 days of use, blood was noticed in the tubing. Perfusionist had trouble removing the iab, as a result the catheter was cut in two pieces. The pt expires two days later as the result of illness. Perfusionist stated death was not product related.